Event description:
User received discrepant troponin t result for one pt sample. The first run was performed from the primary tube with a result of 0.131 ng per ml. User states there is a lab protocol to repeat positive results. The user repeated the test with results of less than 0.010 ng per ml each time. The high result was not reported to the physician, no corrected reports were required and there was no effect on pt care. If additional info is received, appropriate notification will be provided.